Event description:
It was reported that several days after a drug eluting stenting treatment procedure, a stent thrombosis occurred. The target lesion was located in the right coronary artery (rca). Two taxus express2 drug eluting stents of unknown size were placed in the rca. The procedure was successfully completed and the pt was discharged several days after the procedure. One day after discharge the pt presented to the hosp with an acute myocardial infarction. A thrombus was seen in the rca stent and further unknown intervention was undertaken.